Event description:
The customer reported that the battery was found overheated and expanded within the unit. The device failed to power up.

Manufacturer narrative:
(B)(4). The customer reported that the battery was found overheated and expanded within the unit. The device failed to power up. There was no report of pt involvement. On (B)(6) 2012 the hospital biomed replaced the battery which resolved the failure. The device has been back in service with no further issues reported.